Event description:
It was reported that bd insyte autog bc the following information was provided by the initial reporter: customer reported dull needle and unable to thread catheter.

Manufacturer narrative:
The investigation found that the cause of the reported event may be a reportable malfunction; conservatively reporting. The complaint of a blunt needle tip and deformed catheter tip was confirmed; however, the root cause could not be determined due to the sample condition. Two 22g insyte autoguard units were provided for investigation. The needle on each unit was received fully retracted and the IV catheters were received loose. Each sample exhibited evidence of use. When attempting to disengage the safety mechanism, the needle made contact with the grip/shield. The catheter tip was received with some deformation, which may have been a contributing factor in the reported issue; however, as the devices had been opened and manipulated, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: insyte autoguard bc. Device failure: needle point integrity.

Event description:
No additional information.